Manufacturer narrative:
A qualified field service engineer evaluated the system based on the customer complaint. The system error logs were reviewed, and the reported problem was confirmed and determined to be related to transducer connector contamination. The service engineer performed cleaning on the system ports and the transducer connectors to immediately address the customer's concerns. The system was returned to service with no further similar events. The customer declined to provide the system logs and other pertinent information for the investigation. No further information is available.

Event description:
It was reported a customer¿s epiq cvx ultrasound system was not available during a critical transesophageal echocardiogram (toe) imaging procedure. The procedure was completed by using another ultrasound system. There was no patient or user harm associated with this event. Philips has started an investigation, and a follow-up report will be submitted upon completion.